Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to operate. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer stated that she is a new user and she is not sure if she is attaching the needles and doing her injections correctly."

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to operate. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer stated that she is a new user and she is not sure if she is attaching the needles and doing her injections correctly.".

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.